Manufacturer narrative:
An event of device malposition and heart block (complete atrioventricular (av) block) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp and 6mm from the left coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, the patient had a complete atrioventricular block (cavb) and the valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). After the procedure, the patient returned to right bundle branch block (rbbb) and then returned to cavb. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported discharged.